Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 11 of advanced evaluation. The trial patient reported that they had vomiting once right after the trial began on (B)(6) 2016. It was also indicated that they had pain in their back the morning of (B)(6) 2016 when they were bending to do laundry. Stimulation was turned from 2.3v to 2.0v. The patient noted that the pain went away. This was reported as a sudden change in symptoms. It was mentioned that the patient had previous back pain, but this pain had been under control. The patient was scheduled to get the permanent implant later the week of the report.

Event description:
Additional information reported that a medication and a change in the patient¿s diet resolved their vomiting. The patient stated that for the most part their vomiting and back pain has been resolved but they had a chronic back condition. The cause of the patient¿s back pain after bending over was reported to be due to them not being able to continue their exercise program that strengthens their back muscles. It was noted that it was due to the surgeries on (B)(6) 2016. The patient stated that now that they were back on their program their pain improved.